Event description:
Customer states the device did not deliver a shock during a pt event. There was an undetermined down time prior to the pt being found. First responders used an AED device and two no shock advised messages were displayed. Paramedics arrived and placed the pt on the mrx defibrillator. The customer states that a shock was not delivered. The involved pt died.

Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more info concerning this event.